Manufacturer narrative:
Customer is claiming false negative because they tested negative, then tested covid positive at their doctor's office the next day. The type of test kit used was not specified. Test taken at doctor's office was not specified. No lot number information availablethe,manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: your kits are faulty! I tested lastnight and was negative. Went to drs office and was positive for covid. Delayed treatment. I would like a refund.